Event description:
It was reported that a pt received burns to their side of face, forearm and chest from lying on a flotation therapy air matress. When pt was found the sheets, mattress pad and bedding was all bunched up and they were lying directly on the matress. Mfg rep and dealer rep were unable to determine any product defect. The product when picked up from the home by the dealer had been altered by way of the filter being cleaned after the injury. Unknown how dirty this filter was prior to the injury, or in fact that this unit could have conducted enough heat to cause any burns? It is suspected that the pt's injuries were not caused by the mattress but maybe an allegic reaction to something that was used on the mattress for cleaning. {dealer is attempting to obtain the dr's report so that co has access to the dr's opinion regarding the cause of the said burns and in fact if there was any burns, what kind were they; reaction or heat} !